Event description:
A (B)(6) patient underwent nanoknife treatment for liver cancer on (B)(6) 2009. During the treatment the patient developed a pneumothorax. The pneumothorax was treated with a valve drain catheter. The patient was discharged on (B)(6) 2009.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (B)(4) document. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).